Manufacturer narrative:
The reported auto reducing issue was not confirmed. As received, microscopic inspection revealed no broken wires on the returned lead segments. All lead segments pass the electrical continuity test. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
It was reported that during lead revision procedure upon removal of the right dbs lead, impedances did not clear, and all contacts showed high. As such surgical intervention took place on (B)(6) 2024, wherein the right dbs extension was explanted and replaced, thereby resolving the issue.

Manufacturer narrative:
The reported auto reducing issue was confirmed. As received, microscopic inspection revealed no broken wires on the returned lead segments. All lead segments pass the electrical continuity test except terminal end "d" failed and would cause the high impedance and would result in auto reduction.